Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a hernia repair procedure using a mesh product. The patient began experiencing abdominal pain after the procedure and the mesh was removed. Since then, the patient began experiencing loss of appetite, loss of weight, defecation, and stabbing pains.